Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 145185caw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 22 mmol/l (396 mg/dl) and that there was a bit of blood noted around the cannula. There was several correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen (exact amount was not provided). The pod was worn between 4 and 24 hours on the leg.